Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received. Upon completion of evaluation, a follow up report will be sent to the FDA. There are instructions in the package insert that state "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Material hardness inspection results showed the component is acceptable to print tolerances. The root cause of the event could not be determined.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, the inserter was not able to be removed from the acetabular cup. Another cup was used to complete procedure.